Event description:
Oversensing with inappropriate therapies was reported. The lead was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between september 16, 2023 and april 02, 2024 recorded an increase of short intervals from 0 to >250 since march 2024. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing. In episode no. 1105 from march 31, 2024 the oversensing resulted in one aborted shock and two delivered inappropriate shocks. Based on the available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.